Event description:
A report was received that the patient had lost weight and the ipg is sticking out of her body.

Event description:
A report was received that the patient had lost weight and the ipg is sticking out of her body.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.